Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence. A cartridge change was performed and insulin deliveries were resumed. Customer's blood glucose level was 174 mg/dl.